Manufacturer narrative:
Suspect medical device references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a patient had a recent recurrence of their symptoms and the battery was found to be nonfunctioning. Standard operating procedures were followed to replace the implantable neurostimulator (ins). It was noted that the patient was stable throughout the procedure and went to the recovery room in satisfactory condition. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.